Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "itching on the breasts" and "a red rash" and questions regarding the removal of the implants due to concern. Healthcare professional later reported "possible rupture with MRI" and removal from textured to smooth due to the concerns of the product. Device remains implanted.